Event description:
It was reported the patient experienced persistent pain at the ipg site. Reportedly, surgical intervention was undertaken, explanting and replacing the ipg with a newer model which is now located in the flank area. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.